Manufacturer narrative:
This event occurred in (B)(6). The patient samples were not available to be returned for investigation. The investigation did not identify a product problem. Due to the lack of information, the cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat and troponin t high sensitive results for 3 patient samples on a cobas 6000 e601 module. Sample 1: the troponin t hs result was 40 ng/l and the troponin t hs stat result was 11 ng/l. This sample was sent to a partner laboratory on a competitor analyzer (immulite) and the result was <0.2 ng/ml. Sample 2: on (B)(6) 2020, the troponin t hs result was 45 ng/l and the troponin t hs stat result was 12 ng/l. This sample was sent to a partner laboratory on a competitor analyzer (immulite) and the result was <0.2 ng/ml. Sample 3: on (B)(6) 2020, the troponin t hs result was 48 ng/l and the troponin t hs stat result was 14 ng/l. The results were reported outside of the laboratory. The patient was sent to the heart monitoring unit but did not receive treatment. The troponin t high sensitive reagent lot number is 42906600 with an expiration date of 31-jan-2021. The elecsys troponin t hs stat reagent lot number is 48625200 with an expiration date of 30-nov-2021.